Event description:
First symptoms of breast implant illness started around six months after implant surgery. Now, I'm bed ridden with chronic fatigue, brain fog, vertigo, heart palpitations, hair loss, weight gain, joint pain, swollen nipple, anxiety, depression, chronic back pain, inflammation etc. FDA safety report ID# (B)(4).